Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2013 and suture was used. During the procedure, the needle came away from the suture. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. Fins and cracked barrels were observed. The samples were noted to be out of specification.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.